Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet user experienced fluctuating glucose readings including hypoglycemia and hyperglycemia after a routine infusion set change, with the user's fingerstick meter readings reported 70¿100 mg/dl higher than a libre 3 plus sensor and persistent post-meal hyperglycemia despite a usual meal announcement. The user reached a nadir of 52 mg/dl and a peak of 400 mg/dl during the episode. The pump was confirmed to be delivering insulin and the site appeared normal. Symptoms included no reported clinical symptoms during the event. Outcomes included self-treatment with oral carbohydrates and no need for outside assistance or medical intervention. Investigation included customer interview, device use review, and user education, including guidance that infusion set changes can require up to 90 minutes for impact. Investigation of this case revealed inconsistent glucose readings between devices and glycemic excursions of unclear cause, with infusion set function not confirmed as defective based on available information. It was concluded that the event involved hypoglycemia and hyperglycemia of undetermined cause with no device malfunction identified from the information provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.